Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2012, inratio2: 1.0, lab: 1.6. Time elapsed between each method of testing is one hr. Pt's therapeutic range is not specified.

Manufacturer narrative:
Investigation pending.